Event description:
Tried and failed; reported by hcp (healthcare professional) did not consent to follow up (B)(6). All available information is provided in this report no further clarification is available.